Manufacturer narrative:
Troubleshooting of the device with the customer identified that their pads were expired with a labeled expiration date of 09/30/2023. The cause of their AED not powering on was identified as a failure to maintain the AED.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.